Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 27.1cm from the tip. The guidewire lumen is separated 27.6cm from the tip. There are multiple stretching along the shaft. Microscopic examination revealed a pinhole 36mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is damage to the device.

Event description:
It was reported that a balloon rupture occurred, requiring the shaft of the balloon to be cut for removal. The target lesion was located in the peripheral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to nominal pressure. The device was then inflated a second time to nominal pressure; however, when attempting to remove pressure, the balloon burst. No fragmentation occurred. When attempting to pull back through the sheath, resistance was felt. The balloon was unable to fully deflate due to the rupture. The physician had to cut the shaft of the balloon to let pressure trickle out to be able to remove balloon from the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred, requiring the shaft of the balloon to be cut for removal. The target lesion was located in the peripheral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to nominal pressure. The device was then inflated a second time to nominal pressure; however, when attempting to remove pressure, the balloon burst. No fragmentation occurred. When attempting to pull back through the sheath, resistance was felt. The balloon was unable to fully deflate due to the rupture. The physician had to cut the shaft of the balloon to let pressure trickle out to be able to remove balloon from the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event.